Manufacturer narrative:
Medwatch sent to FDA on 09/08/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that immediately after injection with 2 syringes of juvederm voluma xc in the nasolabial folds and cheeks, the patient started experiencing vascular occlusion in the left side nasolabial fold. The patient has been treated with vitrase, hyperbaric chamber, warm compresses, vigorous massage, aleve, and (B)(4) 2% ointment. The symptoms are ongoing. The patient was injected concomitantly with juvederm ultra plus in the chin, juvederm ultra in the lips, and botox into the forehead, glabella, crow's feet, mentalis, and periorally. Healthcare professional also reported that "patient admits to experiencing some adverse/minor reactions after previous filler to perioral area including moderate to severe swelling/perioral edema and delayed resolution of large ecchymosis."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of vascular occlusion as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvederm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Symptoms of vascular occlusion and embolization include pain that is disproportionate to the procedure or remote to the injection site, immediate blanching that extends beyond the injected area and that may represent vascular tributary distribution, and color changes that reflect ischemic tissue such as a dusky or reticular appearance".

Event description:
Healthcare professional reported that immediately after injection with 2 syringes of juvederm voluma xc in the nasolabial folds and cheeks, the pt started experiencing vascular occlusion in the left side nasolabial fold. The pt has been treated with vitrase, hyperbaric chamber, warm compresses, vigorous massage, aleve, and nitro-bid 2% ointment. The symptoms are ongoing. The pt was injected concomitantly with juvederm ultra plus in the chin, juvederm ultra in the lips, and botox into the forehead, glabella, crow's feet, mentalis, and perorally. Healthcare professional also reported that "pt admits to experiencing some adverse/minor reactions after previous filler to perioral area including moderate to severe swelling/perioral edema and delayed resolution of large ecchymosis".